Event description:
In 2006, customer had fallen and was pale and felt dizzy. Customer's daughter attempted to test his blood glucose but the meter would not power on. Customer was treated with food and felt better. Customer was given oral meds without testing on his device. Two hours after the incident, customer became confused; still unable to test on meter. Emergency medical technicians (emts) were called and customer's blood glucose was 54 mg/dl on their meter. He was treated with glucose tablets and taken to hospital. At hospital customer was treated with food; five hours later, his blood glucose was 79 mg/dl. Ten mins after this result, customer had a seizure and his result was 21 mg/dl. He was treated with IV and released 26 hours later, when his blood glucose result was 146 mg/dl. Requested return of suspect device and replacement was sent.